Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right ventricular (rv) pacing impedance measurements of greater than 2500 ohms, no sensing or pacing and high pacing threshold measurements. The patient had a history of atrial fibrillation (af). A surgical revision was performed, and the patient¿s rv lead was surgically abandoned and replaced. The new lead was tested with this device and no issues were noted. No additional adverse patient effects were reported. The device remains in service.